Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found inside the fluid path of a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One loose 3ml assembled syringe with needle was received and reported to be from an unknown batch. The sample was visually evaluated. The syringe was received in a clear sample bag with a sample container containing a clear liquid, ¿fentanyl¿. The syringe appeared used, the plunger rod/stopper assembly was positioned at the barrel collar. A liquid residue could be seen in the syringe fluid path, also a red cap was attached to the syringe tip. No foreign matter was observed in the syringe. Since no samples displaying the reported condition were received no defects could be confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The severity level is s1. The investigation level is b. Root cause not defined since product defect was not confirmed. Corrective actions not required since no defects were confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found inside the fluid path of a 3 ml bd luer-lok disposable syringe with bd luer-lok tip. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter was found inside the fluid path of a 3 ml bd luer-lok disposable syringe with bd luer-lok tip. There was no report of exposure, serious injury or medical intervention.